Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported high voltage during refractive treatment. Additional information received; the site does not have a specific date, they noted the voltage increasing overtime in the logfiles. There has not been any patient harm.

Manufacturer narrative:
During the onsite visit the field service engineer (fse) inspected scanner gyros and found optics showed wear. The scanner was removed and a new scanner and cables were installed. Beam splitter was replaced, aligned and beam profile was performed. The root cause is worn out optic parts (scanner, beam splitter). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The scan-module received and failure analysis was done. Visual inspection shows both mirrors inside scan-module are worn. Malfunction could be confirmed. This defect of scan-module is caused by normal wearing of optical components. The root cause is a defective scanner caused by normal wearing of optical components and a worn beam splitter. The manufacturer internal reference number is: (B)(4).